Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A non-bsc introducer sheath was advanced towards the lesion. After a non-bsc guide catheter has engaged to the lesion, a non-bsc guidewire was advanced and crossed the lesion. Predilation was performed with an emerge¿ balloon catheter. Following predilation, a promus premier¿ stent was deployed. Subsequently, a 12mm x 3.25mm nc quantum apex¿ balloon catheter was selected for use and advanced to post-dilate the lesion. However, the balloon ruptured at a nominal pressure. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter with no other devices. There was no damage or irregularities noted to the balloon, balloon bonds and markerbands. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A non-bsc introducer sheath was advanced towards the lesion. After a non-bsc guide catheter has engaged to the lesion, a non-bsc guidewire was advanced and crossed the lesion. Predilation was performed with an emerge¿ balloon catheter. Following predilation, a promus premier¿ stent was deployed. Subsequently, a 12mm x 3.25mm nc quantum apex¿ balloon catheter was selected for use and advanced to post-dilate the lesion. However, the balloon ruptured at a nominal pressure. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.